Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd insulin syringe with bd ultra-fine¿ needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: customer informs that by uncapping the needle, the needle is released from the syringe.

Event description:
It has been reported that the bd insulin syringe with bd ultra-fine¿ needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: customer informs that by uncapping the needle, the needle is released from the syringe.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9063703. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.